Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event. The hospital inadvertently discarded the device.

Event description:
Physician reported on 05/23/07, on a 30-day f/u form of pt implant in 2006. Pt died of sepsis one month later; physician indicated that it is not related to the implant procedure or the device.